Manufacturer narrative:
The agent reported a revision surgery due to tibia was loose. Complaint has been evaluated and is similar to report number 1644408-2022-01235; 351-02-105, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to tibia was loose.